Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were reprocessed on an alternate atellica ch 930 analyzer. The repeat results matched the patient's history. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples on an atellica ch 930 analyzer. The customer observed errors before the erroneous results were obtained. Quality control (qc) was recovered within acceptable ranges when erroneous results were obtained. With siemens remote assistance, the customer performed an auto check. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, observed droplets from reaction washer falling into reaction cuvettes and diluting the contents for the test reaction, checked reaction washer dispense probe 1 (r1-d) probe, replaced valve, installed a new 2-way dispense valve, replaced decapper module (dcm) hybrid controller area network (can) board and water filter, performed water empty and fill twice, and ran auto-check, which passed. Then, the cse checked instrument performance with service methods, which recovered acceptably. Siemens further evaluated the event and determined that the failure of the r1-d valve to fully close due to malfunctioned hybrid dcm potentially contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.